Event description:
The pump was returned for investigation. Investigation revealed a blank display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no damage or cracks on the display. When the pump powered up with audible tones and vibration, the display remained blank due to defective display flex. The damaged display was replaced with a test display; the observed test display was functional and readable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).